Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back to report ongoing urinary symptoms. Patient said they "revamped" since they last called. Patient clarified they meant they adjusted therapy settings. Patient said they last adjusted settings yesterday morning (B)(6) 2025. Agent reviewed options of either giving the setting more time to work or adjusting settings if they wanted to. Agent reviewed feeling stim strong yet comfortable at bicycle seat area when making adjustments and patient confirmed that was what they were doing. Agent reviewed following-up with managing hcp if they try several different settings without success. Patient said they have not established care since moving and was agreeable to receiving mailed letter with local physician listings. Agent confirmed mailing address and sent request for mailing.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was r eported that they were trying to check their therapy settings. The agent reviewed general use of handset and communicator and the patient reported getting a communicator low battery message on the call when trying to connect with their implant. Agent reviewed communicator cannot be used while charging. They plugged the communicator into charge on the call. When asked for event date, the patient reported they had been having urinary accidents for a long time and the other night they were awake all night long and they remembered that they had the implant and they can "recharge it, or shock myself", so the patient stated it had been a while. They stated their "family doctor" stated they didn't have anyone managing their implant near them. They would charge communicator then call back for assistance connecting with implant to check therapy settings. On (B)(6) 2025 they called back with external devices charged. Patient services assisted the patient in connecting with the therapy app. They increased stimulation until they felt it comfortably. They would maintain stimulation and monitor symptoms.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.